Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with an unknown sample type. This report is for patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with an unknown sample type. The patient performed an antigen test (brand unknown) on (B)(6) 2025 and received a negative result. The customer reported that there was no impact to the patient as a result of the false positive.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with an unknown sample type. This report is for patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with an unknown sample type. The patient performed an antigen test (brand unknown) on (B)(6) 2025 and received a negative result. The customer reported that there was no impact to the patient as a result of the false positive.